Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value - 10,000 ohms) during an office visit on (B)(6) 2014. The patient has a history of manipulating his device. The patient was referred for surgery but no know surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent lead replacement surgery on (B)(6) 2014. The surgeon confirmed complete lead pin insertion prior to replacement. The explanting facility will not return the explanted device to the manufacturer for analysis; therefore, no analysis can be performed.